Event description:
The pt reportedly experienced intermittency and sound quality issues between the external equipment and the cochlear implant. Programming changes were made. However, the reported problem was not resolved. The pt was seen by a company representative for device evaluation. Add'l testing showed that the device was not functioning normally. The pt will meet with the surgeon to discuss her options.